Event description:
Mandatory medwatch received via medsun reporting an over-delivery of morphine. The report states, "morphine (1:1 concentration) infusing via abbott apm-ii pump in pt room. Order for the morphine was change to 10:1 concentration. Nursing staff was not able to reprogram the pump to change the concentration from 1:1 to 10:1. The pump has been used in this facility since july 2001 with no other history of problems with the device until this event. The site reporter states the staff feel this pump, compared to other pumps, is too complicated to use. The site reporter does not feel inadequate MFR's instructions are a factor in this event but lack of training may be a factor. There did not appear to be any unusual circumstances or activities surrounding this event". The customer was contacted for further info. It was reported that the pump was programmed in 9/01 at 1630 to deliver 1 mg/ml of morphine at a rate of 8 mg/hr. The following day at 0100, the pump was reportedly reprogrammed to deliver 10 mg/ml of morphine at an unspecified rate. It was reported that at 1400, pt was found in respiratory distress. The infusion was discontinued. The pt was given 2mg narcan and transferred to the ICU. The pump was reportedly programmerd to deliver a 1 mg/ml concentration of morphine instead of the intended 10 mg/ml. The pt was discharged with no adverse sequelae. Though requested, no further info was available.